Event description:
It was reported that there was event with a cmos video-rhino-laryngoscope, 2.9 mm according to the information received, the larygoscopes used in ent opd are suffering from damage. The items are used at 3 separate hospitals with a different staff base & cleaned/ handled in accord with manufacturer's guidance. They believe that the equipment is not durable enough to be used in a busy ent opd environment. Patient harm is not known at date of this report. Additional patient information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0052 corrective action 6. According to the diagnostic report the following was found: leakage test failed; vertebrae system is detached from the shaft; the vertebrae shaft welding is loosen; the angle cover is missing; the labeling of the buttons is worn out; the device was produced in (B)(6)2017; the last repair was in (B)(6)2018. The root cause is user related damage, no indications for a material or manufacturing related issue were found during the investigation. The event is filed under internal karl storz complaint ID (B)(4).